Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has received multiple inaccurate fill estimates. The customer has been able to load a new cartridge and receive an accurate fill estimate. There was no reported impact to the customer's blood glucose level.